Event description:
It was reported through an implant card that pt had a full revision and the reason for replacement was listed as "damaged." Follow up with the surgeon's office revealed that pt had come in for battery replacement due to generator being at end-of-service. While replacing the generator, the surgeon could not detach the electrodes from the generator connector block and it felt like the electrode tip was very tightly glued to the metal and plastic compartment of the generator. The surgeon therefore decided to replace the whole system. Set screws were unscrewed, but the lead would still not come out of the generator connector block. Explanted products were returned to manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.